Manufacturer narrative:
Additional information provided. A review of the logfile shows the system passed successfully all initialization steps. The user skipped gas change, the scanner test and performed the needed energy, eyetracker and fluence test without any issue. Logfile review shows the user had trouble with pupil contraction during the reported treatment, the treatment was aborted by the user. The treatment was restarted and completed without any problem. Also all another 6 treatments were completed successfully without any problem. No technical root cause was identified during logfile review. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A nurse reported, the laser stopped two seconds into a six second laser refractive treatment; there was not an error code. The treatment had to be aborted and restarted; the flap was replaced in the interim. The patient was treated without problem and treatment completed. Additional information received; at the beginning of the procedure the pupil could not be found and the light was turned down. The laser said to start but after the pedal was pushed it was unable to do the treatment. The flap was placed back down and they logged out of the system. After logging back in for a new treatment they were able to continue from where they left off.